Event description:
Ethicon echelon flex powered vascular stapler would staple, but would not cut. Diagnosis or reason for use: right thoracotomy, right pneumonectomy. Is the product compounded: no. Is the product over-the-counter: no.